Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-aug-2021 h.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1176960 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and the only other complaint on this batch was also taken from hammond henry hospital for a different defect. Retention samples from batch 1176960 were not available for inspection. A total of thirteen plates from batch 1176960 were returned as one unopened sleeve (10 plates) and three loose plates in a box with bubble wrap and air bubbles. The three loose plates returned (time stamps 1230 and 1231) each had surface bacterial growth. Plates were submitted to the ID lab and pseudomonas fluorescens and staphylococcus aureus were identified. The other ten plates for complaint number 3473393 in the unopened sleeve were inspected and 6/10 plates had a broken or cracked lid. No photos were received for investigation. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) mold was found in the agar. The following information was provided by the initial reporter: it was reported that customer reports receiving 221261 plates that mold was found on the agar in one sleeve.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) mold was found in the agar. The following information was provided by the initial reporter: it was reported that customer reports receiving 221261 plates that mold was found on the agar in one sleeve.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.